Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation with a blue patient adapter attached. Visual inspection was performed and the dark blue female connector was observed separated from the light blue main body. Leak, clear passage, and clamp function testing was performed with no issues noted. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set; further described as "the transfer set main body separate from female connector during disconnection". This occurred after use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.